Manufacturer narrative:
Add'l info was received from the user facility. There was no difficulty experienced removing the device from the dispenser hoop and this had been flushed with saline prior to the removal of the device. There was no resistance encountered advancing the guidewire through the stent system and the guidewire was only used to place the stent. It was confirmed that no particles were in the pt.

Event description:
Following the stent assisted embolization of a left internal carotid artery aneurysm; green coating particles were noted coming from the guidewire, as the device was being withdrawn. The particles were noted near the hub of the catheter and on the physician's gloves. The pt was reported to be fine post procedure.